Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total extra peritoneal inguinal hernia repair procedure, the device's balloon had a hole and did not inflate while doing initial dissection to gain access to hernia. A new balloon was used to gain access. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the dissector balloon, obturator and valve doors appeared intact. The insufflation syringe was received. Pmv performed functional testing: the balloon was inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.